Event description:
A malfunction with code malf 12 was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, and the customer successfully followed the guidance. The malfunction did not recur, and the customer was advised to continue using the pump and contact support if issues arise again.